Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: the information is from a study that took place from february 2019 through august 2020. The complaint was created for a 4136 lead with no serial number as no serial numbers were reported in the study. The reported observations for this one 4136 lead were high capture thresholds and concomitant impedance values greater than 2000 ohms on one 4136 lead. The lead was explanted and replaced.